Manufacturer narrative:
Concomitant products: 694965 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. A temporary pacer was placed and a leadless implantable pulse generator (ipg) system was implanted two days later. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.